Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient had been having hallucinations. The caller stated the hallucinations are ¿off and on.¿ the caller stated the patient was moving to a nursing home soon and they were taking more than 10 pills a day to keep their parkinson¿s going. The caller stated the patient was having hallucinations after their dbs battery was replaced in 1978. There were no further complications reported.